Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was oversensing far r-waves. Programming changes were implemented. The patient was in stable condition.